Event description:
Additional information was received from the patient on 2016-01-14 stating that the stabbing pain had occurred in their left foot. They'd had a shoulder surgery on (B)(6) 2015, and could not use their cane for 6-8 weeks. It was noted that their right side had become more inflamed also. The pain issue had resolved after they were reprogrammed with a "different pulse effect", stating that they could make their stimulation higher and easier to deal with. The stabbing pain was noted to be getting better.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a loss of therapy and it was occurring daily. It was also reported that the patient had pain on the right foot; this was considered a sudden change in therapy/symptoms. It was noted that there was no trauma/falls that could be related to this issue. When the implantable neurostimulator (ins) was synched with the patient programmer to confirm ins status/programming, the patient programmer showed stimulation was on. It was noted that the patient was able to adjust stimulation, however adjusting stimulation did not resolve the issue. The patient did not have adaptive stimulation (as) or another group to try. When stimulation was at 1.40 v on program a, the patient experienced a stabbing pain in the sacroiliac joint; it was noted that the patient had not had that pain since implant. The patient's foot fell asleep unless stimulation was turned up high to 1.50v or 1.60v; she then had spasms when stimulation was up too high. The pain would stop, but the muscles spasmed all over the place and she had to take narcotics. It was further reported that her foot was burning and her toes were curling. The device/therapy had worked great for the first 2 months, but now she had to get up in the middle of the night to change the stimulation. No outcome or further troubleshoo ting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.